Event description:
Caller states she tested 1.9 inr on the coaguchek xs system and 2.8 inr on a comparison lab. Caller states that her warfarin dosage changed based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(4).